Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) was selected to be used. During the procedure the physician struggled with transeptal puncture (tsp). Without knowing the exact location on the septum, the physician cauterized for a few seconds. An intracardiac echocardiography (ice) probe was placed and interventional cardiology (ic) supported with transesophageal echocardiography (tee) and successfully crossed. A pericardial effusion was noted and the procedure was aborted. Pericardiocentesis was performed. The patient went to the intensive care unit and was discharged on (B)(6) 2025. The patient went back to the hospital and an open hearth surgery was performed, blood and hematoma were drained from chest and pericardial sac. The patient never recovered and passed away on (B)(6) 2025.